Event description:
It was reported that upon opening the laser fiber it broke, the fiber was plugged in and being passes off and broke. It was not even fired. The fiber was replaced and the procedure was completed. There were no patient complications.